Manufacturer narrative:
The catheter was returned to the manufacturer. Analysis of the catheter on 2017-may-03 revealed no significant anomaly; the catheter returned incomplete / in segments met acceptable testing. Analysis noted that no leaks were identified and the catheter was found to be patent. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving 5 mg/ml of dilaudid at 1 mg/day via an implantable pump for spinal pain. It was reported fluid was leaking at the midline incision, and a curious pinhole was noted at the site of the wound upon assessment by the physician in the clinic. The patient¿s catheter was explanted and replaced on (B)(6) 2017. The pump pocket and midline incision were surgically opened, cultured, and irrigated with pulsevac utilizing 3l bacitracin irrigation. Clear fluid resulted upon opening the pocket and midline. The patient denied experiencing a fever or headache. The physician indicated the wound had been intact the week before, but noticed a pinhole at the midline a week later. No fluid had escaped until the wound was assessed by the physician. When dissected, the catheter appeared intact upon assessment. The catheter was completely removed and a new catheter was implanted. The physician successfully aspirated 1.5 mls of clear fluid from the catheter access port after connection to the pump. The catheter was primed and simple continuous dosing resumed. It was reported the issue had been resolved. It was unknown what, if any, environmental/external/patient factors may have led or contributed to the issue. The patient¿s status at the time of the report was indicated as ¿alive-no injury.¿ the catheter was returned to the manufacturer for analysis on 2017-04-17. The patient¿s medical history included back pain. The patient¿s weight was unknown. It was unknown what other medications the patient was taking at the time of the event. The representative was unable to obtain the information, and it was noted it would not be made available to the manufacturer. No further complications were expected/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.